Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was visually inspected prior to use with no issue. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment that fell inside the patient¿s anatomy. There was no patient injury, and the patient did not return to the hospital due to any post-surgical complication. The customer replaced the synchroseal with a vessel sealer extend to resolve the issue and continue with the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint ¿synchroseal was not recognized¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was returned with a cut energy cable. As a result, the instrument could not be tested for additional functionalities. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. A review of logs showed no recognition failures. Additional observations, which were not reported by the customer were as follows: the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. The instrument was tested for electrical continuity and passed. The root cause was attributed to a component failure. Furthermore, the instrument was found to have a dislodged pivot pin. The pivot pin was partially sticking out approximately 0.100" from the distal wrist. The instrument was found to have a dislodged pivot pin washer. The washer, measuring approximately 0.110" in diameter was not returned. The root cause of this failure was typically attributed to mishandling or misuse. The instrument was found to have a torn jaw cover. Several tears were observed at the distal jaw cover, measuring roughly 0.030" - 0.073" in length. No missing material was observed. The instrument was also found to have scratch marks/abrasions on the grip tips. The grips exhibited abrasions in multiple areas of the grips. The fa report concluded that the root cause of the overall failures was typically attributed to mishandling/misuse. Additional analysis was performed on the instrument by an advanced failure analysis engineer. The primary finding was confirmed. The instrument was placed on an in-house system and was able to correctly read the instrument rfid. The energy cord was cut, so energy recognition was unable to be tested. However, the e-100 logs were checked, and it was found that the instrument's cut and seal functions were utilized numerous times, which indicated that energy must have been recognized. The complaint regarding recognition failure was not confirmed by failure analysis. However, a dislodged pivot pin and dislodged pivot pin washer were found. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis found that the damage noted on the instrument could result in a fragment falling inside the patient, which was attributed to mishandling/misuse. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the synchroseal was not recognized by the system. The procedure was completed with no reported injury with a backup instrument. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional event information but has not yet received a response as of the date of this report.